Event description:
It was reported that during the femoral pta treatment procedure, the v18 control guidewire was suspected to be damaged resulting in catheter advancement difficulty. During advancement of the balloon catheter over the guidewire resistance was encountered, therefore both products were removed from the patient. Inspection of the guidewire after removal found damage to the distal end of the wire. A new guidewire and balloon catheter were used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status was reported as 'good'.